Event description:
Boston scientific received information that this pacemaker exhibited oversensing of atrial signal that lead to greater than two seconds of ventricular pause. The patient had a junctional rhythm that was faster than the programmed lower rate limit resulting in detection of non-ventricular activity. Suspected far-field or retrograde conduction during aai operation in rhythmic. Boston scientific technical services (ts) discussed troubleshooting options. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Attempts to obtain additional information were performed but unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.